Event description:
In 2007, the patient went in for an elective case. The lesion was pre-dilated with a 2.5 x 15mm balloon at 12 atms for 30 seconds. The patient had 5 stents implanted all at 18 atms for 30 seconds overlapping each other. A 2.5 x 28mm cypher stent was implanted, next a 3.0 x 23mm cypher stent was implanted proximal to the first, then a 3.0 x 28mm cypher stent was implanted proximal to the second, then a 3.0 x 33mm cypher stent was implanted proximal to the third and finally a 3.5 x 23mm cypher stent was implanted proximal to the fourth cypher stent. The residual percentage of stenosis was 25%. Timi flow before the procedure was 0 and 3 after the procedure. Seven days post index procedure, the patient went to the hospital for a percutaneous coronary intervention of the left anterior descending. A coronary angiogram was conducted and thrombus was observed in the 3.0 x 33mm cypher stent and the 3.5 x 23mm cypher stent that had been previously implanted. There was no thrombus observed in the first, second and third cypher stents that had been previously implanted. Aspiration and plain old balloon angioplasty with at 4.0 x 10mm balloon was conducted to treat the thrombus. The patient had a lesion in the proximal right coronary artery to the posterior descending branch that was type c, de novo and totally occluded. The lesion length was 100mm and vessel diameter was 2.5-3.5mm. The patient's medications included the following: aspirin, ticlopidine hydrochloride and heparin. The physician commented that the possible cause of the thrombotic event was because the proximal edge of the 5th cypher was under-dilated. Please note: this cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 9616099-2007-01047 and 9616099-2007-01048. Additional information will be submitted upon 30 days of receipt.